Event description:
It was reported that discovered during unrelated service, the cardiosave intra-aortic balloon pump (iabp) had a broken screen hinge. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the left display hinge, right display hinge, and the upper hinge display covers. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following parts part number 0105-00-0138-01 left hinge serial number n/a part number 0105-00-0138-02 right hinge serial number n/a part number 0380-00-0561 s/n n/a display upper hinge cover quantity 2 with a reported unit failure of broken screen hinge. The failure analysis and testing dept. Performed a visual inspection of the parts received and found that the right hinge is broken, the left hinge is not rotating and display upper hinge cover is broken. Due to the broken parts and non-rotating hinges, the fat dept. Cannot install and investigate any further. Retaining the parts in the failure analysis and testing dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a broken screen hinge.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).